Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was redness at the pocket site. The cardiac resynchronization therapy defibrillator (crt-d) and leads were explanted due to suspected infection. Antibiotic treatment was necessary. No further patient complications have been reported as a result of this event.